Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The failure mode was identified as multiple hardware. The fse inspected the instrument and found cloudy ise tubing, r1 syringe worn out, and inner sample syringe leaking. The fse cleaned the ise (ion selective electrode), replaced na, k and cl electrodes, inner sample syringe, wash syringe and tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported anion gap for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) for patient samples on cell 2 on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.